Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed aecm test step during testing. The technician recommended replacing the active exhalation control module / 3 way solenoid to address the issue. No further investigation is required at this time. The device was tested with service tool all test pass, returned to full service. The device's solenoid valve and proportional valve were returned to the product investigation laboratory (pil) for further evaluation. Pil installed the solenoid valve on the pil trilogy evo stb, then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pre test and aecm verification at post test and the solenoid passed all testing. Pil concluded that the solenoid valve operates as designed. Pil installed the proportional valve on the pil trilogy evo stb, then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the proportional valve operates as designed. Box: h has been updated to reflect the findings of the investigation.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed aecm test step during testing. The technician recommended replacing the active exhalation control module / 3 way solenoid to address the issue. No further investigation is required at this time. The device was tested with service tool all test pass, returned to full service.